Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/16/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.